Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was being performed, and a watchman fxd curve access system (was) was selected to be used. During the procedure, 12,000 units of heparin were administrated to the patient prior to transeptal. Transeptal puncture was performed; the activated clotting time (act) was 118 seconds and then 117 seconds. The physician got another machine, and it was 120 seconds. By the time the physician realized the intravenous (IV) line was compromised and not working and the patient was not getting the heparin that was supposed to be administered, the closure device was deployed, and a thrombus was noticed on the was sheath. The physician aspirated back and removed the thrombus. The patient was discharged on the same day.